Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer¿s blood glucose was 600 - 700 mg/dl with trace ketones. Customer performed a supply change to address bg level. Ultimately, the customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer could not recall when they were released from the ER.